Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results: vial 1: qc 1: 3.3 inr , qc 2: 3.3 inr , qc 3: 3.3 inr . Vial 2: qc 1: 3.4 inr , qc 2: 3.4 inr , qc 3: 3.4 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable result from coaguchek pro ii meter serial number (B)(4). The result from the meter was 3.9 inr. The result from the laboratory was 5.6 inr and was believed to be correct. The reagent used was siemens dade innovin. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 373277) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.